Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was minor physical damage into upstream occlusion (uso) sensor. There was no patient involvement.

Manufacturer narrative:
D9: 27-jun-2025. H3: one pump was returned for analysis in used condition. Visual inspection confirmed the reported issue. The upstream occlusion sensor chassy was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The chassy was replaced to address this issue.